Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2014: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 11 months post implant of perfix plug, patient was diagnosed with hernia recurrence, seroma, fibrosis and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and seroma as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-jul-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6)2014: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6)2013 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿a large hernia sac herniated into the left hemiscrotum was dissected. Sigmoid colon and omentum in scrotum was dissected, then easily reduced into the abdominal cavity. An extra-large perfix plug was placed in the hernia defect and sutured, then sutured a precut polypropylene mesh in the floor of the inguinal canal." (B)(6)2014 - patient had seroma thereby underwent aspiration. (B)(6)2014 - patient was diagnosed with recurrent left inguinal hernia thereby underwent repair with removal of perfix plug. Per operative notes, ¿a fibrotic herniated sac that contains mesh was dissected around, which was incorporated with the spermatic vessels as well as the vas deferens. The testicle and the fibrotic mass consisting of mesh adherent to soft tissue was removed. Identified the plug from previous operation intact. Then, placed a synthetic mesh (physiomesh) in the left groin and stapled along the left lateral portion of the mesh. The fascia at the umbilical site was closed.¿ attorney alleged that the patient had patient had loss of testicle, mesh migration, nerve damage, pain, hernia recurrence, seroma and emotional injuries.